Manufacturer narrative:
Concomitant medical device: 5076-52 lead implanted: (B)(6) 2002.

Event description:
It was reported that the patient is symptomatic with vvi pacing. Follow up with the patient's clinic indicated that the patient experiences pacemaker syndrome with vvi pacing. The device system was reprogrammed to aai pacing. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.